Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon tearing occurred. The 80% stenosed target lesion was located in the left anterior descending artery (lad). A 3.00mm x 20mm maverick²¿ balloon catheter was advanced for pre-dilatation. However, upon inflation, the device generated a strange sound. The device was removed from the patient's body and it was confirmed that the balloon was torn. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. There were numerous hypotube kinks. The balloon, markerbands, proximal bond and tip were microscopically examined. A longitudinal tear was identified in the balloon wall. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon tearing occurred. The 80% stenosed target lesion was located in the left anterior descending artery (lad). A 3.00mm x 20mm maverick²¿ balloon catheter was advanced for pre-dilatation. However, upon inflation, the device generated a strange sound. The device was removed from the patient's body and it was confirmed that the balloon was torn. No patient complications were reported and the patient's status was stable.